Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -8.5/+1.0/082 diopter, in the patient's right eye (od), on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was not exchanged for another lens. The patients post-op status was normal.

Manufacturer narrative:
Additional data: device evaluation: product evaluation found lens returned dry in the lens container with clear surgical residue/debris on product. Visual inspection found haptic broken. Dimensional inspection found lens are within specifications. (B)(4).